Event description:
It was reported that the patient complained of pain at the implant site. As a result, he had limited movement of the left arm and developed a frozen shoulder. The pocket was revised for better device positioning. The patient did well after the procedure and had no further complaints.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.